Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating a failed battery test from the insulin pump. The customer stated that he removed the battery when there was two bars left and received a failed battery test. The customer stated that the battery icon is showing no bars. The customer stated that he was getting dressed and going to the store. The customer was unable to finish troubleshooting.